Manufacturer narrative:
The root cause of this complaint was determined to be the positioning of the guide handles. Handles may be improved in design at a true 9 o'clock or 3 o'clock position, depending on the operative side.

Event description:
It was reported there was a delay in surgery as the surgeon was having issues with the position of the guide handles. Handles were too inferiorly positioned relative to surgeon's exposure window causing difficulties with the handle interfering with retractors. Drill guide handle had to be removed intra-operatively for the guide to be utilized. Corresponds to case number (b)(4), Glenoid Drill Guide.